Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Vyaire certified service technician was unable to verify the customer's reported issue. The device passed 103 hour extended tests at the customer's settings. The device passed the battery duration test. The device failed troubleshooting final test for non-conformances with measured bias flow at tidal volume and flow test 1. The service technician performed vhome trim which corrected final test non-conformances. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the model lap top ventilator lost power and shut down while connected to a patient. The paramedic stated that all battery indicators showed the internal batteries fully charged along with the sprintpack batteries. The patient was removed from the ventilator and provided positive pressure ventilation via manual resuscitator for the remainder of the transport. The customer confirmed that there was no patient harm associated with the reported event.